Event description:
It was reported that "the surgeon was turning the bone flap when the end of the tool snapped. Fortunately the broken piece was caught up in a raytec/cottonoid and did not injure the patient. There was a slight delay in the case, as dr. Called for x-ray and they had to open another midas tray. Hospital will not release the tool yet, as it must be inspected by their risk management department." On follow up it was reported the tool was being used in a right frontal craniotomy for tumor removal. It was confirmed there was no patient impact.

Manufacturer narrative:
Report was confirmed by evaluation. The dissecting tool was broken near the tip. Dissecting tool breakage is a known problem that may occur during use of high speed dissecting tools. Excessive cutting force or bending of tools during use can cause breakage. Warning is provided in device user manual indicating "do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." There have been no other reports of tool breakage for this manufacturing lot. (B)(4).